Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did not meet expected longevity. Pacing, sensing, and shocking functions were verified. The recorded shock and pacing impedance measurements from the programmer were normal. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (device battery has reached end of life (eol)). The local representative and the physician were notified. Latitude patient support informed the physician that alert monitoring and remote interrogations with latitude for this patient's device could not be guaranteed. Subsequently, boston scientific received information that this device was received at boston scientific's return products department.